Event description:
A break in the retention dome during traction removal. The indwell time was 115 days. An x-ray was taken after this incident. Reportedly, the stoma site was not straight.

Manufacturer narrative:
The MFR has received the sample and it will be evaluated. Results are expected soon.